Event description:
It was reported that a (B)(6) transmission indicated hv lead impedance high and out of range. In-clinic investigation noted that the issue was with the svc vector only. The device was reprogrammed. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.